Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01162. It was reported that wire detachment occurred. A 330cm rotawire¿ and a rotablator burr were selected for use. During preparation, the rotational speed of the burr was adjusted outside patient's body. However, it was noted that the wire got detached near the burr and the burr contributed to the detachment of the wire. The burr was then checked and there were no defects observed. The procedure was not completed due to the issue occurred. No patient complications reported.